Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to user technique and the clip open while locked appears to be due to the entrapment of the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the chordae was unable to be removed from the mitraclip and the mitraclip opened more than expected once deployed. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4 with mitral annular calcification. The first mitraclip delivery system advanced to the mitral valve. During positioning, the operator had the device more medial than desired and the mitraclip became caught in the chordae. Standard troubleshooting was performed, releasing the clip. Following, both leaflets were sufficiently grasped/captured, and the mitraclip deployed successfully. Post-deployment, the clip opened more than the expected. Some of the chordae was still be in the clip, which was thought to cause the opening. The mitraclip however, remained stable and well seated with good mr reduction. Another mitraclip was successfully implanted as planned. The mr had been reduced to grade 1+ and 2. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.